Manufacturer narrative:
The product's history records were reviewed and there were no non-conformance's that would have resulted in the reported complaint., corrected data: h6, h10

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the patient received no disposable alarm. Pt connected one of the new replacement cassettes she received. Alarm resolved. No further details provided. No injury to patient.